Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient observed a cut in the patient line, which caused a leak during the initial drain. The hp stated that they closed the clamps and disconnected from the homechoice. The technical service representative advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in patient line tubing approximately 6¿ from the cassette and marks on the tubing that are indicative of the pouching equipment flow wrapper. Functional testing of the device included leak testing, clear passage testing, and clamp function testing. Functional testing identifed a leak from the damaged tubing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the leak was determined to be due to damaged tubing. Should additional relevant information become available, a supplemental report will be submitted.